Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing, high capture threshold, and high pacing impedance were noted on the atrial lead. A loss of capture was suspected to have occurred on the atrial lead and caused the oversensing episode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.